Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons were intermittently responsive during testing. During investigation, the up arrow and down arrow key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
A distributor reported that the keypad buttons are unresponsive.